Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 60 mg/dl and a blood glucose of 398 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The customer mentioned that the sensor cannula was bent. Troubleshooting for the bent cannula was declined. The sensor was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.